Event description:
A (B)(6) male patient called zoll customer support to report his electrode belt had a damaged cable. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cables) was confirmed. As received the distribution node (dn) to rear therapy electrode (te) cable was pulled from the strain relief. The pulled cable cause an intermittent connection between the rear therapy electrode and the distribution node. The root cause of the damaged cable cannot be positively identified but is likely excessive force. No adverse event resulted from the damaged cable. The patient received a replacement electrode belt.